Event description:
A (B)(6) admitted to the hospital on (B)(6) 2011 status post large subarachnoid hemorrhage requiring ventilator support. On (B)(6) 2011, ventilator alarmed noting a "circuit disconnect." Patient was taken off the ventilator and oxygenated with an ambu bag. All ventilator connections were checked. Patient was placed back on ventilator. Ventilator continued to alarm with same message. Ventilator was changed out. No harm to the patient noted.